Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2017 the patient had a left acetabular fracture caused by a traffic accident and was treated with an open reduction and internal fixation. The patient was found experiencing femoral head necrosis on (B)(6) 2020. On (B)(6) 2020 an internal fixation and removal under general anesthesia and total hip arthroplasty was performed. It was found that the morphology of the femoral head was irregular during the operation. The original internal fixation plate and screw were removed and the total hip joint was used for joint replacement. This report is for one (1) unknown screw. This is report 2 of 2 for pc (B)(4).